Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause of the burn marks on the cover was traced to a component failure. However, the cause for the blue-green residue in the cylinder, the foreign material on the nozzle, and the blue-green residue in the air-water channel could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had blue-green residue in the cylinder, blue-green residue in the air-water channel, foreign material on the nozzle, and burn marks on the cover. There was no patient involvement.